Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 10-sep-2018. The most recent information was received on 17-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("haemorrhagic periods") and myalgia ("muscular pain") in a female patient who had essure (batch no. C35392) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 9 months 18 days after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), myalgia (seriousness criterion medically significant), disturbance in attention ("concentration disorders"), amnesia ("loss of memory"), alopecia ("hair loss"), dyspareunia ("pains during sex act"), coital bleeding ("bleedings during sex act") and depression ("depression"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, fatigue, myalgia, disturbance in attention, amnesia, alopecia, dyspareunia, coital bleeding and depression outcome was unknown. The reporter provided no causality assessment for alopecia, amnesia, coital bleeding, depression, disturbance in attention, dyspareunia, fatigue, menorrhagia and myalgia with essure. The reporter commented: since the removal of essure, a lot of symptoms resolved. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 17-sep-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 10-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("haemorrhagic periods") and myalgia ("muscular pain") in a female patient who had essure (batch no. C35392) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 9 months 18 days after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), myalgia (seriousness criterion medically significant), disturbance in attention ("concentration disorders"), amnesia ("loss of memory"), alopecia ("hair loss"), dyspareunia ("pains during sex act"), coital bleeding ("bleedings during sex act") and depression ("depression"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, fatigue, myalgia, disturbance in attention, amnesia, alopecia, dyspareunia, coital bleeding and depression outcome was unknown. The reporter provided no causality assessment for alopecia, amnesia, coital bleeding, depression, disturbance in attention, dyspareunia, fatigue, menorrhagia and myalgia with essure. The reporter commented: since the removal of essure, a lot of symptoms resolved. Further company follow-up with the regulatory authority is not possible. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.